Event description:
To relieve pain post 2011 to scope out a torn meniscus. I was given an injection of synvisc-on (B)(6) 2015 by dr. (B)(6), and experienced multiple adverse side effects that continue today. I had synvisc-two for a knee injury in the past without incident. Although, I repeatedly told the physician about my sensitivity to medications, and was adamant that I could tolerate synvisc-wo, I became suspicious after the injection because it immediately started burning. By (B)(6) 2015, the site of injection was warm and swollen. I was having muscle pain, trouble walking, fever, nausea, diarrhea and headache. I called the doctor's office to report these adverse effects and learned that he had given me synvisc-one instead of synvisc-two. His nurse told me that the effects should only last for a couple of days. This was already 2 days after the injection. The muscle pain has worsened and I am having even more difficulty walking, even with a cane. The it band in that leg is inflamed, and the muscles feel like small gel-filled pellets. My knee and hip in that leg are frozen.